Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient followed up with their provider and was recommended to follow up with a pharmacist for a medication. Follow up attempts were unsuccessful. The medical outcome is unknown.